Manufacturer narrative:
(B)(4). Concomitant products: 2.75x23mm xience v stent; promus element stent x 2; endeavor stent; aspirin, clopidogrel. Unique device identifier (UDI): (B)(4). The stent remains in the anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that angina and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.75x23mm xience v stent referenced is filed under MFR report# 2024168-2015-05018.

Event description:
It was reported that on (B)(6) 2012, a non-abbott stent and a 2.5x15mm xience v stent were implanted in the distal rca. On (B)(6) 2014, re-stenosis was noted in the 2.5x15mm xience v stent, a previously implanted 2.75x23mm xience v stent and three non-abbott stents. Plain old balloon angioplasty, cutting balloon and drug eluting balloon angioplasty were performed as intervention in the distal rca xience v stents. There was no additional information provided.